Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported customer attempted to insert catheter; after insertion the catheter would not flush, the catheter was removed and looked to be crimped approx. 3 cm from the tip. New catheter was opened and inserted successfully.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded/crimped catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 18ga x 10cm powerglide pro rt midline catheter. Usage residues were observed throughout the sample. The catheter exhibited curved shape memory near the molded joint and near the distal end. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The effort required to flush the sample was comparable to that required to flush a similar non-complainant device. Microscopic inspection of the sample did not reveal any evidence of device occlusion or kinking. No occlusions or evidence of prior occlusion/kinking were observed during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported customer attempted to insert catheter; after insertion the catheter would not flush, the catheter was removed and looked to be crimped approx. 3 cm from the tip. New catheter was opened and inserted successfully.